Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# (B)(4), implanted: 2008-(B)(6), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: 2008-(B)(6), product type: recharger. Product ID: 3998, lot# lb1905, implanted: 2003-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient fell a couple of times last fall and when she reprogrammed, adjusted stimulation with the ¿main source¿, the skin got hot over the implantable neurostimulator (ins) site and it hurt a couple of days after. It was thought that she had damaged the wire from the fall. It was thought perhaps it was ¿adhesion¿. It was noted that manufacturer representative checked the patient implant and the wires were okay. The stimulation was a little high for her when she was laying down the night prior to the report. If additional information is received, a follow-up report will be sent.